Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown - unknown tibia - unknown. Unknown - unknown femoral - unknown. Unknown - unknown femoral stem - unknown. Unknown - unknown tibia stem - unknown. G2: foreign - event occurred in canada. G2: literature - greenberg, a., braunstein, d., abughaduma, n.r., gross, a., safir, o., kuzyk, p., wolfstadt, j., backstein, d. (2025). Survivorship and complications in revision total knee arthroplasty with a constrained condylar knee implant: a minimum 10-year follow-up study. The journal of arthroplasty, volume 40, issue 12, 3240 - 3245. Doi: 10.1016/j.arth.2025.05.088. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that three patients experienced minor infections and localized pain which were treated conservatively without further surgical intervention. Attempts have been made and no further information has been provided.